Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (unknown) at unknown co ncentration/dose via an implantable pump for intractable spasticity and cerebral palsy. It was reported by a nurse that the patient was in for a refill and they noticed the motor stall and motor stall recovery alert. The healthcare provider stated this was the first time interacting with the pump with version 2 software. It was reported they were not educated on the software update. Patient had left and she was unsure if the patient had a magnetic resonance imaging (MRI) during the life of the pump.